Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampons in past packages had strings that were too short which made the tampons difficult to remove. She stated the string was often inserted with the tampon in her body and she had to manually remove the tampon.